Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type catheter full UDI: (B)(4) catheter use by date: 2026-12-16 the catheter was returned for analysis and a kink was identified in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving saline (1 mg/ml at 0.0068 ml/day) via an implantable pump. It was reported that at an initial pump implant procedure, the healthcare provider (hcp) had cerebrospinal fluid (csf) flow during the procedure but they were unable to aspirate the catheter at the end with no csf flow when connected to the pump. There were no external factors involved. They disconnected the spinal segment from the pump segment and waited to see if they would get csf flow. After that, they removed the anchoring sutures to try and see if that was pinching the catheter shut, but they tried to aspirate the spinal segment with a 25 gage needle and were unsuccessful. It was determined that the catheter should be replaced with a new one. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.